Event description:
It was reported that the user experienced hyperglycemia after consuming a larger-than-usual dinner and confirmed that the ilet was on and functioning. Supplies had been changed prior to the meal, and the user announced a ¿more than¿ meal. Symptoms included thirst, with a highest reported blood glucose of approximately 248 mg/dl and values above 180 mg/dl for approximately four hours. Outcomes included device alerts for sustained hyperglycemia and a user-performed ilet correction. No ketone testing was conducted, and no professional medical intervention or additional assistance was required. The investigation included agent verification of pump operation during the call and user monitoring of a downward glucose trend from 248 mg/dl to approximately 220 mg/dl, with a downward arrow indicated. Investigation of this case revealed no device malfunction, and the event was considered likely associated with a high-carbohydrate meal despite appropriate meal announcement and functioning hardware. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.